Event description:
It was reported that the pt developed urinary retention post operatively. The tape was released at the bottom only, the side supports remained. The pt is doing well, dry and voiding spontaneously.